Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that the patient faced four infusion set fell off during use events on 12-feb-2026, 14-feb-2026 and 16-feb-2026. The infusion set was in use less than one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). MDR 3003442380-2026-01318. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.